Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for investigation in used condition. Functional testing found that the device was leaking from the reservoir. The customer reported product problem was therefore confirmed. The leak occurred because the tank cover had cracks. The tank cover was damaged by the end user. A user interface issue was therefore established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level one (1) hotline low flow system (hl-390) was leaking around the reservoir. No patient injury or complications were reported in relation to this event.